Event description:
Customer stated that she was hospitalized for a low blood glucose levels. Her husband found her unconscious and she was then taken to the ER where they were able to get her bg reading up over 250 and everything was fine. Customer is new and feels her settings are not correct. She has since contacted her md for adjustments. Customer stated she would call back if she needed further assistance with her pdm. No further information provided.

Manufacturer narrative:
The device involved was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.